Manufacturer narrative:
Once the investigation has been completed,any additional info will be reported in a supplemental report.

Event description:
It was reported that doing a t2 ankle, when to put in ta screw and missed. Surgeon took screw out and left it way it was.